Manufacturer narrative:
The device generated an 0x3d hazard alarm, indicating step sensor asserted before wire driven. Corrosion was observed on the pcb, fill sensor springs, and the commutator cap. The battery voltages were measured to be lower than expected due to the observed corrosion. The fluid path and fluid leak tests were run and no leaks or blockages were observed. The internal corrosion is confirmed as the cause of the observed 0x3d hazard alarm. The cause of the internal corrosion could not be determined. The patient history buffer (phb) data was reviewed, and the algorithm was observed to appropriately adjust to estimated glucose values (egvs) and user inputs. The investigation found no damages or defects that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin at the infusion site (leg). The investigation observed corrosion. It was also reported that the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod between 24 and 36 hours.